Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and intermittent oversensing due to a suspected insulation damage. The patient underwent a surgical intervention to remove the lead and implant a new product. No adverse patient effects were reported.